Event description:
Medtronic received information that leakage occurred near this oxygenator's heat exchanger during priming prior to going on bypass. The device was changed out with no patient effect reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the oxygenator or it's ports. Performance analysis was conducted with blood side pressure integrity testing at 3 liters/per minute with 23 psig (pound-force per square inch gauge) of back pressure for 10 minutes. During the test there was a leak observed from the heat exchanger (hex) side seam. The device history record was reviewed and no manufacturing anomalies were identified for this product. The device passed the leak test after heat exchanger bonding. Conclusion: based on our investigation, the leak was confirmed to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised it, resulting in the leak, and likely was the contributing factor to this event. Medtronic is monitoring for similar complaints. (B)(6). (B)(4).